Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: air water cylinder has corrosion, and corrosion has air and water supply cylinder nuts; the most probable cause of the complaint is cause traced to component failure. Nozzle has foreign objects; however, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the colonovideoscope had air water cylinder has corrosion, nozzle has foreign objects and corrosion has been observed on the air and water supply cylinder nut. There was no patient involvement.